Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, 1931-01-01 was used based on age of patient. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the device experienced leakage at the connection site, and connectivity issues when the needle spun out. The following information was provided by the initial reporter. The customer stated: the last few prescriptions I've gotten seemed that they were very fragile and I had to be careful that the needle didn't separate from the syringe part. The other day I filled the needle, injected it into my leg and pushed the plunger. The solution came out above the needle and ran all over my leg. A solution and needle wasted and no shot for me. Today I tried again but couldn't remove the cover on the needle on two needles. I only have 3. When I tried to remove the cover I only succeed to separate the two parts.